Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been taken by ambulance to the emergency room (ER) and diagnosed with hypoglycemia. The patient's blood glucose levels dropped to 28 mg/dl while wearing the pod. Pod was removed 4 hours prior to ambulance being called; patient was given sugar intravenously in the ambulance. Symptoms reported include abdominal bloating, vomiting and "frequent toilet visits". The patient did not receive medical treatment in the ER, but was monitored and released after 18 hours.